Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was brought to the hospital due to not feeling anything on his legs. It was mentioned that the physician opened up the site and found a large hematoma where a laminectomy has been done but was extended to the leads resulting to a removal.